Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/27/2018 that on (B)(6) 2018 the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. Confirmation of the allegation and root cause could not be determined. No additional event or patient information is available.